Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material inside of the air/water tube and air/water cylinder. Additionally, the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the air/water channel, and the cylinder came out of the device, but the type of the material cannot be identified. However, there was a possibility that the foreign material could not be removed since it could not be properly reprocessed due to leakage from s-cover. Based on the results of the investigation concerning the burn on c-cover. It was later identified that there is no c-cover burn. The insulation resistance value at the distal end does not meet the standard value. The issue was related to the distal end insulation test failing. Olympus will continue to monitor field performance for this device.